Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving morphine via an implanted pump. The patient¿s medical history included her eyes being bad from diabetes, so she had trouble reading. The indication for pump use was spinal pain. On (B)(6) 2018 the patient was calling for information about stimulation systems as her pain doctor wanted her to get a pain stimulator. Per the patient, she had a pain pump for about 5 years, but in the summer of 2017, she was getting morphine overdoses. It seemed like for a few months when they filled the pump the next day or two she would have to go to the hospital because overdosing or something was happening. She stated that other things were going on and gave the example of renal failure. Per the patient, the pump worked up until it stopped working. She had great relief for 5 years. About a year ago, the entire system was explanted. No further complications were reported/anticipated.